Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and weight to the specification. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, or corrected data.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "superiorly displaced implants," and "waterfall deformity." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "superiorly displaced implants," and "waterfall deformity." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "superiorly displaced implants," and "waterfall deformity." The device remains implanted.